Manufacturer narrative:
(B)(4). The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that on (B)(6) 2022, during a fluent and myosure xl for fluent procedure, the physician suspected a large fibroid, and the visibility was difficult due to vascularity. The deficit was climbing, and the doctor decided to abort the procedure at 1500ml. After this the physician inserted a vesical catheter and observed blood in urine. A urologist was called in to further access the situation. A possible injury to the bladder was suspected. Additional information received the patient was doing okay and they were able to repair the bladder. A general surgeon and an urologist joined to complete the procedure. No other information is available.